Manufacturer narrative:
Sections a through f were completed by MFR. Date entered in section f.13 is date description of failure was received. Additionally, there was a deformity at tail of handpiece, aspiration tube was misaligned and irrigation tube was twisted.

Event description:
This phacoemulsification handpiece exhibited intermittent power than failed completely during a cataract extraction procedure. Another system was used to successfully complete procedure.